Event description:
It was reported that the insulin pump alarmed button error and the numbers were scrolling up by themselves. The customer's blood glucose was 72 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm noted. No unexpected numbers ramping or scrolling noted. Insulin pump had cracked case at display window corner, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.